Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021 patient complained of sudden pain, redness and swelling around the stoma site. Polysporin was applied to the site. Patient had been having ongoing issues with pain in her stomach. The stoma site was being cleaned with mild soap and water twice a day and kept dry. On (B)(6) 2021 it was reported the patient started antibiotic doxycycline 100mg 1 tab bid for 10 days, beginning (B)(6) 2021.